Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Physician inadvertently pushed the extension up proximally.

Event description:
Access and deployment of a 28-16-155bl bifurcated device and 28-28-75l proximal extension were uneventful. During readvancement of the dilator and introducer sheath, the dilator inadvertently pushed the cuff proximal. The physician was able to bring the cuff down into position with a balloon. A slight intraoperative proximal type I endoleak was noted. An aortic stent was placed to resolve the endoleak.